Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 553 mg/dl. Customer¿s blood glucose level was 326 mg/dl, at the time of incidence. Customer was treated with bolus for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. The auto mode was on at the time of incidence. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.